Manufacturer narrative:
This foreign report is being submitted on 26-may2017 for a device product that is considered same/similar to a us marketed device (bab water block plus 3/4in 30s). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-may-2017 from a health authority (B)(6) reporting on (B)(6) -year-old female consumer from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2016, the consumer started using band-aid clear waterblock 5 (bond-aid transparent waterproof band-aid) to protect minor wound caused due to injury on finger and to prevent bacterial infection (route-cutaneous, lot number 151206a, expiration date 30-nov-2017 and frequency unspecified). After two days of device usage, she developed white skin on the finger from the paste part of the device. The device was not used further. After three days, the event resolved. This report was assessed as serious (medically significant). The company causality was assessed as related.